Manufacturer narrative:
Evaluation summary: the product for this complaint is in route to alcon (B)(4) from alcon (B)(4) for evaluation. The complaint history was reviewed for this lot and there were no other complaints of this nature reported. Review of the compounding and filling mbrs did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. The product literature states to store at room temperature. This product was subjected to temperatures outside the specified storage conditions. The root cause of this incident is due to mishandling of the product by improper storage conditions. Additional information was requested on (B)(6) 2010 and (B)(6) 2010. Additional information was rec'd by email on (B)(6) 2011 and by phone on (B)(6) 2011. A completed questionnaire will not be returned. (B)(4).

Event description:
An optician reported a consumer stated the product was frozen and after thawing, she used it with her contact lenses. The consumer reported that a milky veil was formed on her contact lenses and she felt that visual acuity was impaired. On (B)(6) 2011, the optician confirmed the product had been frozen and when the consumer used it, it was milky, which affected her visual acuity. On (B)(6) 2011, the optician stated that it was his understanding that the impairment of the visual acuity was due to the film on the contact lenses. Additional information has been requested.